Event description:
The pt fell and hit his head. Not responding, so mother tested pt's blood glucose on the suspect device and it was 174 and 213 mg/dl. The pt was given insulin based off of the suspect device readings. The mother realized that after an hr was having hypoglycemic reaction. The pt was unable to eat or drink due to vomiting. The pt was taken to the hosp and given IV with glucose and kept for 7 hrs before being released.